Event description:
It was reported that the right atrial lead exhibited increased thresholds. The device was programmed to vdd mode. On (B)(6) 2013 the patient deceased; the death was lung related. There are no allegations from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.